Manufacturer narrative:
Based on the limited information provided at this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the reported patient symptoms. A review of the manufacturing records was performed and found that the lot was manufactured to specification. As reported the patient is waiting for a referral to see a surgeon, should additional information be obtained regarding the patient's clinical course a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
On (B)(6) 2004 - the patient was implanted with a bard perfix plug for the repair of a left inguinal hernia. On (B)(6) 2016 the patient presented to his primary care physicians office with complaints of a "ripping sensation" he felt in his left groin. He also complained of some left groin pain at that time. On (B)(6) 2017 - the patient presented to his primary care physicians office with complaints of feeling like the perfix plug was "floating" with some associated left groin/hip pain. The patient's doctor indicated she needed to consult with a surgeon/colleague to discuss the patient's concerns. The patient indicated that he would like to have the perfix plug removed and is waiting for a referral to see a surgeon from his primary care doctor.